Manufacturer narrative:
(B)(4).

Event description:
Per the reporter, the physician suspected an inflammatory mass. No diagnostics were performed and the pt did not revisit the hcp. The pt was attempting to establish care with an hcp to perform pump refills. The pt's pump contained baclofen, dilaudid, and clonidine. Add'l info has been requested, but was not available as of the date of this report.